Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
During a direct anterior primary total hip, the bixcut im reamer were used. A small 1-2mm section of metal from the neck of the #9mm reamer head broke off into the patients' femoral canal. No actions were taken as it was determined this small piece of metal would not effect outcome. The object didn't interfere with stem placement.